Manufacturer narrative:
Concomitant medical products: product ID: 3986a, lot#: n055901, implanted: (B)(6) 2006 product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was to have replacement of ins due to elective replacement indicator (eri). Upon checking impedances, 2 and 6 electrodes had high impedances. There was no change in therapy reported. No patient symptoms were reported. Surgical intervention was planned but not scheduled. No further complications were reported/anticipated.